Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+ on a patient with thickened leaflets. A mitraclip xtw (50805r1026) was prepared per the instructions for use (IFU), inserted, and deployed on the mitral valve. However, while deploying the clip, when retracting the pin out of the clip, the clip jumped opened to roughly 60 degrees. It was noted that the clip remained attached to both leaflets, and the clip remained intact. To stabilize the clip, a second clip, a mitraclip xtw (B)(6) was deployed, reducing mr to a grade of 1. On march 12, 2026, the patient presented with fatigue. An echocardiogram was performed and revealed that the second clip, mitraclip xtw (B)(6) had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 2-3.